Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019, it is unknown if the patient was re-implanted with a new device during the same surgery. This report is submitted 20 january 2020.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. Device analysis report attached. This report is submitted on may 02, 2024.

Manufacturer narrative:
This report is filed on november 25, 2016. Device not returned to manufacturer.

Event description:
It was reported that the patient experienced skin flap breakdown at implant site, (B)(6) 2015 (specific date not reported) and subsequently underwent revision surgery to reconstruct the skin flap. In (B)(6) 2016 (specific date not reported), the patient experienced another skin flap breakdown and was administered oral and IV antibiotics (date and duration not reported).